Event description:
It was initially reported that the device had a service wrench upon power up. After initial eval by physio-control, it was determined that the device would not deliver defibrillation energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an internally open high energy storage capacitor. The customer received a replacement device.